Manufacturer narrative:
Manufacturer reference no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 110, which was observed during power up. System error 110 was confirmed through a review of the event history log and caused by a failed motor flex. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 110. It was also reported there was no patient injury.